Event description:
It was reported that approx. 9 weeks following a posterior procedure in 2007, the pt experienced pain and tenderness on the right buttocks. The pt had been previously seen on a week later and had the suprapubic catheter removed. All exams were normal and the pt was having no problems at all. On the following month, there was redness and tenderness in the right buttocks incision. There was no fluctuance noted. The pt was placed on vibramycin 100 mg bid, heating pad, air cushion to sit on and to return to the office in two days for possible incision and drainage (I &d). On two days later, the pt returned to the office. The redness had lessened, but the fluctuance was markedly to approx 2.0 cm in diameter tender. Local was placed, then an incision was made approx 3mm in length at the old scar in the buttocks and material was drained (approx 2cc). Culture was done, which came back negative. Pt's left side showed no signs or problems. Pt was seen on six days later, now had some redness on the left side at the incision of the posterior mesh. The right side is completely resolved. The left side was opened, drained, culture done for minimum amount of fluid. Pt will be seen back in 1 week. The pt is to continue the doxycycline 100 mg bid.

Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. Infection, inflammation, and pain are well known potential complications of this type of procedure. The instructions for use which accompanies each device states in the section labeled: adverse reactions - that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physician who are trained in surgical procedures and techniques required for pelvic floor reconstruction, and the implantation of nonabsorbable meshes.